Event description:
It was reported that during an ischemic vt ablation in the left ventricle, the physician confirmed a perforation and the patient became hypotension. A pericardiocentesis was performed and the patient was taken to the or. The physician believed the tamponade occurred when the catheter felt back from the left ventricle to let atrium. The catheter was having difficulty staying along the annulus. The patient update status is stable in recovery and drain was removed after one day.

Manufacturer narrative:
The concomitant products: coolflow pump model# m-5491-02, serial # (B)(4). Stockert model# m-5463-01, serial # (B)(4). Carto 3 model# m-4800-01, serial # (B)(4). (B)(4).

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. The device history record was reviewed, it was identified that 3 pieces were scraped; however DHR shows the pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these 3 pieces exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. None of the scraped pieces are related with the complaint. (B)(4).